Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body, the sensor wire broke into two pieces. A portion was on the sensor pod patch and the other half was sticking out of the patient's skin. The mother stated she removed the wire from the patient's skin and that there was no irritation or infection present. No additional event or patient information is available.